Manufacturer narrative:
(B)(4). Physio-control downloaded the device's electronic records. A review of them verified the reported issue. The device inappropriately lost power 6 times when the code-summary report print function was activated. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete the printing of a code-summary report and powered itself off. This occurred three times during a call with a patient. There were no adverse effects to the patient due to the reported issue.

Event description:
The customer contacted physio-control to report that their device would not complete the printing of a code-summary report and powered itself off. This occurred three times during a call with a patient. There were no adverse effects to the patient due to the reported issue.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ 00883873911617.

Manufacturer narrative:
Physio-control replaced the power pcb assembly and battery wire harness assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. Physio-control further examined the removed power pcb assembly and battery wire harness assembly and determined that the likely cause of the reported issue was excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear caused increased resistance of the connector contacts which resulted in an excessive voltage drop at the contacts when certain functions are activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.

Event description:
The customer contacted physio-control to report that their device would not complete the printing of a code-summary report and powered itself off. This occurred three times during a call with a patient. There were no adverse effects to the patient due to the reported issue.